Event description:
It was reported that the patient passed away due to right ventricular failure and multisystem organ failure while non-extubated. The death was considered device or therapy related. An autopsy was not performed. The device was not explanted. The patient did not have right heart failure prior to implant and left ventricular assist device (lvad) therapy was considered to have contributed to the patient's decline in right ventricular function. The multisystem organ failure was not due to progression of the patient's heart failure. The device operated as expected. This event was previously reported under MFR#: 2916596-2025-02801.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number: (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.